Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not cleaning the area causing a touch contamination during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was not hospitalized for peritonitis. The patient was treated with injection vancomycin (2 gm, frequency and route not reported) and injection amikacin (500 mg, frequency and route not reported) for peritonitis. At the time of this report, the patient's fluid was clear and he had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.